Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported the patient presented to the ER after receiving inappropriate therapy. The r-wave amplitudes had dropped and no capture was observed. A chest x-ray confirmed that the lead had pulled back into the atrium. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
(B)(4).